Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer, pneumonia and lung disease. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged lung cancer, pneumonia, acidosis and chronic lung disease. There was no medical intervention reported. Since there is no customer information, the manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this a follow-up report will be filed. Section h6 updated in this report.